Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised due to instability. Update 5/3/16- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported hip discomfort (B)(6) 2012, severe fatigue 2012, anxiety 2013, headaches/tremors/neurological impairments (B)(6) 2013, teeth chattering/head tremors (B)(6) 2014, migraines (B)(6) 2014, pseudotumor, ovarian cysts (B)(6) 2013 and low blood pressure 2013 to present. Medical records reported joint swelling, cysts/growths, twitching of head/neck, headaches, groin pain, right hip squeaking, finger numbness and left leg longer than right. Revision surgical report noted 2 hip dislocations prior to revision surgery that had closed reductions, impingement of cup and head which caused dislocations, and a portion of gluteus medial had torn. Cup is already reported on (B)(4). The complaint was updated on: may 25, 2016.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Event description:
Update 10/27/2016 ¿ pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note also indicated dislocation and cup malalignment and impingement. The cup is being added to the complaint. Lab levels confirmed normal metal ion levels.